Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 444 mg/dl. Customer experienced symptoms such as abdominal pain. The customer current blood glucose level was 208 mg/dl. The customer was treated with insulin pump and manual injection. The customer was okay to troubleshoot. Customer reported that the battery cap was damaged so that they got blank display in insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and unexpected restart error test. Device passed tone check on self test. Unit failed vibrate check on self test due to broken black vibrator motor wire. Device uploaded properly using carelink. Device had minor scratched display window and scratched reservoir tube window.